Event description:
It was reported that during an unknown procedure, the surgeon fired the device and when he observed the staple lines, they were incomplete. He stated that some of the staples were malformed and not holding the tissue. They used another like device to complete the procedure. There was no patient consequence reported. No other information is available at this time.

Manufacturer narrative:
(B)(4). Conclusion: based on the photographic evidence the event was probably the result of staple cartridge and/or staple leg misalignment with their designated anvil pockets.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Events could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photographs were received. Based on the photographic evidence the event was probably the result of staple cartridge and/or staple leg misalignment with their designated anvil pockets.